Event description:
The membrane inside of the inspiratory valve, inside the adult manual resuscitator is sealed, not allowing air to flow into the pt's airway. The manual resuscitator is unable to be squeezed in an effort to ventilate the pt.